Event description:
The patient had a worsening of seizures, and the vns settings were increased. The patient again had an increase in seizures at a later date. It was noted that the increase was not significant enough to warrant changing medications, but the vns settings were again increased. It was noted that the device was interrogated and was working, and battery life was appropriate. No other relevant information has been received to date.

Manufacturer narrative:
H6. Corrected information, initial report: inadvertently left out method code 10, and used results code 3221 rather than 213.

Manufacturer narrative:
G4. Corrected data, supplemental report #1: date received by the manufacturer was inadvertently noted as 04/29/2020 but should have been 05/20/2020 which was the date that the supplemental report was submitted.